Event description:
Boston scientific received information that during the implant procedure, this left ventricular lead was implanted. However upon implant, it was noted the lead was not compatible with the contak renewal h140 device. A decision was made to surgically abandon the lead and obtain a compatible contak renewal h145 device for implant. During the time between the two procedures, the patient was hospitalized and monitored. A replacement procedure was performed. The replacement device (model h145) was implanted. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
According to available information, this lead was successfully implanted and connected to the replacement device. Should additional information become available, this event will be updated.

Manufacturer narrative:
- -